Event description:
A nurse reported that during the phacoemulsification step of a cataract procedure the occlusion bell sounded. The occlusion bell was not cleared by flushing the handpiece, changing the tip, or changing the handpiece. Therefore, the cassette was replaced and the surgery was able to be completed. No harm to the patient was reported. A product sample is not available.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. The customer's complaint history was reviewed for the period of one year, this is one of two complaints for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report, visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaint investigations determined that debris within the aspiration tubing resulted in the reported event. The debris has been identified as a piece of the aspiration tubing which was inadvertently inserted into the aspiration line during manufacturing. This manufacturing event is believed to be related to misalignment of the tooling on the automated production line. (B)(4).